Manufacturer narrative:
This complaint is a supplemental to 1218950-2025-000082 due to bench investigation performed. The following functional tests were performed: a field service engineer (fse) went onsite to evaluate the device and confirmed the reported issue. A replacement of the device was performed by the fse. The mx40 patient wearable monitor in question was returned to bench and the alleged issue could be confirmed. During bench repair there was no sound and the speaker was found to be defective. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The issue was caused by a defective speaker. However, the customer was provided with a replacement device to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker malf. Inop was displayed on the mx40 patient wearable monitor. It is unknown if there was still sound coming from the device at the time of the event. The device was in use on a patient. There was no report of patient or user harm.